Event description:
A patient report blood glucose results of 425 and 179 mg/dl with a lifescan meter, performed within 10 minutes based on statistical methodology, the calculated difference of these results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.